Manufacturer narrative:
Date of event : 26mar2019, date of report : 09aug2019. The customer replaced the user interface (ui) assy and the problem is resolved. The customer also replied that once the battery was charged the unit operated as expected. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit is not always powering off and turns itself on. Customer also found that unit's battery is not charging. The customer reported there was no patient involvement.